Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the upper and lower cases were broken. Analysis also found that the side bail covers were broken, that the high rate cover and caution labels were missing and that the battery drawer and ring cover were contaminated. (B)(4).

Event description:
It was reported that the external pulse generator (epg) has a broken case and needs a calibration check. The epg was returned for repair and calibration/overhaul. No patient complications were reported as a result of this event. The generator subsequently tested out of specification during manufacturer's analysis.